Event description:
It was reported the device was used during a laparoscopic sigmoid resection. It was reported upon opening the trocar, the scrub nurse tried several times to arm the trocar, but the red button would not stay down. There was no consequence to the pt.